Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer (fse) replaced optical parts and performed system verification as per sir(service installation record), system meets specifications. There is no indication the replacement of the optical parts is linked to reported event; most probable reason for replacement is preventive maintenance. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an overcorrection in the right eye post lasik surgery.